Event description:
It was reported that during dialysis treatment with revaclear 400, the membrane of the hemodialysis filter was found broken and the treatment was stopped immediately. It was also reported that the patient's blood could not be transfused back and "about 200ml" of blood was lost. Subsequently, a "new pipe" was replaced and the hemodialysis filter was re-installed. The patient was observed until the dialysis was completed. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.